Event description:
Upon dressing change, the nurse noted leaking at the PICC line. The PICC line was discontinued.manufacturer response (as per reporter) for l-catheter PICC line, l-cath piccwill return device to MFR. For analysis.

Event description:
Upon dressing change, the nurse noted leaking at the PICC line. The PICC line was discontinued.manufacturer response (as per reporter) for l-catheter PICC line, l-cath piccwill return device to MFR. For analysis.